Manufacturer narrative:
Additional information was added to h3, h6, h10: h10: aa batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white cap ¿fell off¿ from the line of an amia automated pd cycler set. This was observed during setup for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.